Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge initially displayed a fill estimate of 180 units, and then jumped down to 60 units. The customer's blood glucose (bg) level elevated to 300 mg/dl, and a manual injection was administered to address the bg level. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully and received an accurate fill estimate.